Event description:
It was reported to philips that the system would not power up. No harm to the patient or user was reported. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not power on. Review of the log file showed that the main power disappeared from the system. During troubleshooting, the fse found the fuse blown on pdu ups board. Fse replaced the blown fuse, but the fuse blew again. So, the fse bypassed the single-phase ups and powered on to resolve the issue temporarily. The fse replaced the ups 1phase data integrity controller sp and ups 1phase data integrity battery sp. The defective ups 1phase data integrity controller sp and ups 1phase data integrity battery sp were returned for analysis, the analysis confirmed the malfunction of the ups 1phase data integrity controller sp and identified that the unit does not run on ac and only on battery power but gives an abnormal code. Analysis of ups 1phase data integrity battery sp concluded that no failure was observed. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.